Event description:
Per independent repair center statement, the unit had low o2 and yellow light and the unit was noisy. The key failure was the pe valve on the sieve beds was defective. Additional malfunction was the hour meter on the control panel was defective/noisy.